Event description:
Atrial unipolar lead impedance warning on (B)(6) 2019. Lead was measuring less than 200 ohms. Currently measuring 247 ohms. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).